Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, when the physician removed the pull wire, from the patient's stoma site, it was noted that there were blue fragments from the wire near the stoma site. The physician retrieved the fragments. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination showed the pullwire was threaded through percutaneous stoma measuring device (psmd) and attached onto one step delivery system wire loop. The delivery system wire loop was cut from the dilating tip and the remainder of the delivery system was not returned. The pullwire coating was peeled at the connection between the pullwire and wire loop. The device revealed the nylon coating of the pullwire was peeled down to wire in multiple areas. Pullwire was found to be kinked in multiple places. Remnants of the peeled nylon coating were returned. The pullwire was cut and removed from the psmd. A visual examination of the psmd revealed no issues. The tip of the cannula was measured and found to be within specifications. The returned unit was consistent with the complaint incident that the device pullwire coating peeled. The edge of the psmd has been determined to be too sharp thus catching on the nylon coating of the pullwire and causing the coating to peel as the pullwire is pulled back through the psmd. The design of the psmd has been determined to be the most probable root cause of the failure. Further investigation of this issue is ongoing. A review of the device history record was performed and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 13285627.

Manufacturer narrative:
(B)(4) - retrieval of device fragments. Pull wire coating peeled. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, when the physician removed the pull wire, from the patient's stoma site, it was noted that there were blue fragments from the wire near the stoma site. The physician retrieved the fragments. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be good.